Event description:
It was reported the pt experiences pain at the ipg site regardless of stimulation. The pt's ipg is prominent and just below the waistline and the pt is fairly thin. The pt does not want any surgical intervention at this time as the pain is tolerable.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.